Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 900 mg/dl at the time of the incident. Customer has issue with pump while swapping out batteries. The customer was assisted with troubleshooting and the display did return. Customer pump was not working and was not able to troubleshoot for high blood glucose value. Customer had a blood glucose of 900mg/dl and told her to go to emergency she didn't go because she didn't have a baby sitter. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.